Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for the treatment of an unknown indication. On (B) (6) 2008, the humapen ergo, burgundy/clear pen body (lot not provided) with a clear cartridge holder attached (lot not provided), was reported to be broken with both engagement tabs broken. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with (B) (4). The operator of the device was unknown, but the operator was trained by a physician. It was unknown how long this device model had been used. The reported device had been used for five years. The return of the device is anticipated. It was unknown if the humapen ergo, burgundy/clear pen body with a clear cartridge holder attached was continued or if it was switched by another device.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.